Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had up button on the pump is hard to press. The patient¿s blood glucose level was unknown at the time of the incident. Customer has to press button right of circle to register and has to use fingernail to sense. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was expected to be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened up and down button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed self test.